Event description:
It was reported that the patient experienced pain in the abdomen where the reservoir was located and was showing signs of infection. A surgical procedure was performed in which his inflatable penile prosthesis (ipp) was explanted and replaced with a new tactra device. No information regarding the patient outcome was provided.